Event description:
It was reported that an alarm was heard; telemetry not yet performed. The pump alarm started the previous night and was six tone. The patient was cold and the neuropathy had increased in the patient¿s fingers and feet; ¿it's really messing with my nervous system¿. The patient¿s left side mobility is limited and she walked with assistance and was feeling that she is now even more limited. The patient experienced constipation. The patient was hospitalized the previous week due to low potassium and fever. The pump was due for a refill about a month ago. The patient wanted the pump explanted. The pump was delivering morphine. It was later reported the pump was empty and had been for quite some time. The pump had been beeping for two weeks. Patient indicated the pump has never helped her. Patient reports after the pump was implanted she was still having pain. The patient had been ¿so sick¿ and presented to the emergency room the previous night. The patient was hurting so bad from one side of ¿my body to the back of the leg" and indicated they were "fighting for my life¿. The trip to the emergency room was ¿due to the pump¿. It was indicated that ¿it is on all those nerves¿ because of the neuropathy and this has just intensified it. The patient was given a shot and it went straight into those nerves and numbed them. The patient¿s blood pressure was ¿shooting¿ up. The patient was seeking a physician to manage their care.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).